Manufacturer narrative:
A foley balloon ruptured and required that a new catheter be placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
A foley balloon ruptured and required that a new catheter be placed.